Event description:
Doctor implanted bone plate in a (B)(6) male patient in (B)(6) of 2008. Patient returned to the doctor for a normal follow up in (B)(6) 2009, with no pain or discomfort. X-rays revealed the plate had broken. Doctor did an unplanned procedure and removed a portion of the plate. Doctor was unable to remove the other portion due to bone formation over the plate, and patient had consolidated.

Manufacturer narrative:
Plate has been returned and has been forwarded to manufacturer for evaluation.